Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked or damaged, though it was curved. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. An 0x6a hazard alarm, indicating an occlusion, was generated during the pod¿s operation. A root cause for the alarm could not be determined. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 8.8 to 25 mmol/l (144 to 450 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed and the cannula was noted to be bent. A manual insulin injection of 4 units was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
Per new information provided on 4/20/2020, the following sections have been updated and corrected d4 - serial no changed from (B)(6) to (B)(6). D4 - unique identifier (UDI) # changed from blank to (B)(4).